Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy / endo to end anastomosis procedure. The orvil was being used at the anastomosis of the esophagus and the jejunum. The orvil stayed at the cut end of the esophagus with no problem. Then the surgeon tired to connect the orvil to the circular stapler, however, no click sound was heard. Turned the twist knob in the clockwise direction, however, the anvil was disengaged on the halfway. Noticed that the trocar was pushed back into the instrument. Fixed the twist knob by handle, to prevent the trocar from being pushed back into the instrument. Then could connect the orvil to the circular stapler to complete the procedure. Paid attention to the loading angle, force required for loading due to tilted anvil, and grasped the grasping notch. The surgical time was extended by more than thirty minutes. Oozing bleeding occurred as result. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.